Event description:
It was reported that patient underwent shoulder procedure on (B)(6) 2010. Subsequently, patient was revised on unknown date due to fracture of the humeral tray trunnion.

Manufacturer narrative:
Patient had a previous fracture of the tibial bearing which was reported on (B)(4) 2010, via medwatch 1825034-2010-00345 current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."